Manufacturer narrative:
Additional information: h6 imdrf annex a codes. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit affected by the sizer recall r111. Re-aligned sizer assembly. Unit affected by the syr/pca plastics recall 2020-dom. Replaced front/ rear cases and handles. Replaced barrel clamp, flange gripper retainer and wiper seal. Calibrated. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(4). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the syringe sizer - sizer misaligned (recall affected). A review of the complaint history record in trackwise and sap was performed for the sn(B)(4). Which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed preventive maintenance. There was no patient involvement.